Event description:
It was reported that a bridge bolus was not performed. It was stated that the drug concentration was changed back in (B)(6) 2012 but the change was never reflected on the programming of the pump. So the pump reflected prior drug concentration and rate ie. Dilaudid 20 mg/ml, 14.5 mg/day. Hcp wanted it to reflect the correct programming i.e. To 40 mg/ml, 29 mg/day. In regards to this patient reported no therapy or medical problem. Hcp corrected the programming and updated the pump.

Manufacturer narrative:
Concomitant product: product ID 8840, product type programmer, physician.

Manufacturer narrative:
Concomitant products: product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2009, product type catheter; product ID 8703w, lot# l58813, implanted: (B)(6) 1999, product type catheter. (B)(4).